Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty mobile view station (mvs) computer. The computer was replaced. The replaced computer was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that there was a system svm error. No patient was present during the time of the reported incident.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the application would not start up. It was then confirmed that a system integrity error was occurring on the computer.